Event description:
It was reported the patient's lead and implantable neurostimulator (ins) were replaced because it was "not working properly." Impedances were checked and found to be negative. It was also reported the lead was tested with "no response." The lead was looked at using fluoroscopy and "it seemed to look fine." There was no known cause of the event. It was noted the patient only had her device for 1-1.5 years. It was reported the patient "seemed to be doing well."

Manufacturer narrative:
Product ID, 3889-28 lot# v732560, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4). (B)(4).